Manufacturer narrative:
The zoll cool line catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The cool line catheter (lot # unknown) was used to provide ivtm treatment. Per the reporter, the catheter insertion was smooth. The therapy continued for two days without issues. During the normothermia, after the patient was rewarmed, the nurse noticed a small amount of blood in the suk tubing near the orange luers. There were no external leaks and no issue with the suk was reported. There was no alarm generated by the console as the saline bag had not depleted yet and the nurse noticed a minimal amount of blood. The catheter leak was suspected. Per the customer, they had not used the catheter for power injection and had no issues with the console. The customer was instructed to replace the catheter, however, the new catheter was not placed as the patient was rewarmed to the target temperature. No consequences or impact to patient.